Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer provided the patient sample for investigation. Of the data provided, erroneous ft4 results were identified between the customer's (B)(4) analyzer, a centaur analyzer, an e 170 analyzer used at the investigation site and an (B)(4) analyzer used at the investigation site. The date of tests performed at the customer site is not known. It is not known if erroneous results were reported outside of the laboratory. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The (B)(4) analyzer serial number was (B)(4). The ft4 reagent lot number used at the investigation site was 180539 with an expiration date of 10/31/2015. The serial number for the customer's (B)(4) analyzer is not known. A specific root cause could not be identified. Based on the available data, a general reagent issue can most likely be excluded. There was not enough sample volume left to complete the investigation. When comparing values from different types of analyzers, variances can be expected. For thyroid parameters, age, gender and other patient characteristics should be considered when comparing values.